Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the solex 7 catheter (lot # 162818) was "shredded while trying to thread it." The customer might mean the balloon unraveled or balloon integrity was compromised. Zoll believes that this happened during catheter insertion. No further information was provided by the customer. Therefore, zoll does not have information about user techniques or at what stage during insertion it happens. The patient's status information was requested, but the customer did not provide a response.